Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the protruding helix perforated the heart. Lead helix was deployed before initial placement and screwing in was attempted. The helix was retracted and the lead deployment was completed successfully. The patient was stable post procedure.